Event description:
This unsolicited device case was received from (B)(6) on (B)(6) 2015 from a physician. This case concerns a (B)(6) female patient who experienced synovial hypertrophy, pain, warmth knee and had effusion (synovial reaction) ater receiving treatment with synvisc one injection. No relevant medical history, past drugs, concurrent conditions and concomitant medications were reported. On an unknown date in (B)(6) 2014, the patient received treatment with intra-articular synvisc one injection, once, (dose, indication, batch/lot number and expiration date: not provided) into unspecified knee. On unknown dates in 2014, the patient experienced pain and warmth into unspecified knee. Later, on unknown date, the patient developed synovial hypertrophy and had effusion (synovial reaction). Corrective treatment: not reported for the event of warmth knee and effusion (synovial reaction). Oral steroid anti-inflammatory drug for the events of pain and synovial hypertrophy. Outcome: recovering/resolving for synovial hypertrophy. Unknown for pain, warmth knee, and effusion (synovial reaction). A pharmaceutical technical complaint was initiated and conclusion was pending for the same. Seriousness criteria: required intervention for the events synovial hypertrophy and pain. Pharmacovigilance comment: sanofi company comment date (B)(6) 2015: this case concerns a (B)(6) female patient who experienced synovial hypertrophy and knee pain after being treated with synvisc one. The causality of synvisc one with the drug cannot be rule out completely. However, a temporal relationship between the synvisc one and events cannot be established as exact date of occurrence of events is unknown. Also, there is no information regarding medical history, concomitant medications used by the patient that might have played a role in the occurrence of events, therefore complete case assessment is not possible.